Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, upon interrogation the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon further review, it was noted that the subject of this report 5130 serial (B)(4) was not returned to st. Jude medical. If a return for the product is received in the future, the return details and analysis results will be provided.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.